Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "preop check fail, mult circuits tried. Health impact: (2) no patient involvement.

Manufacturer narrative:
The following was reported: "routine maintenance. Preoperational check fail." No patient involvement reported, no logfiles provided. No part replaced no further feedback given what was done to solve the issue. Correction stays unknown.